Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) successfully converted the arrhythmia on a ventricular fibrillation (vf) episode, however the patient was in need of post-shock pacing for a prolonged time and the post-shock pacing algorithm terminated after three beats due to oversensing noisy signals. This s-ICD remains in service. No adverse patient effects were reported.